Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a secondary leaking cuff/pilot balloon.

Event description:
According to the reporter, the device had a secondary leaking cuff/pilot balloon. There was no reported patient involvement and outcome.

Manufacturer narrative:
Additional information: b5, g4, h3, h6 h3. Evaluation summary: two photos were provided. One photo presents a pouch and the second photo shows three bags containing the pilot balloon. The device failed to meet specification as it was received or made available for evaluation. An inflation/deflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The DHR review shows the product was released to specification. For this complaint the samples were not received for evaluation, only some pictures were received but the failure mode could not be confirmed in those pictures, and without a sample is unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause of the reported condition or implement any corrective action. If the sample is returned at a later date, this complaint will be reopened and the investigation updated to reflect the findings. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.